Manufacturer narrative:
The rse evaluated the device remotely and determined that the therapy delivery test was failed due to a defective capacitor. To resolve the issue, dfm100 assy capacitance (B)(4) was replaced. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was determined to be due to a defective capacitor. The root cause of which could not be determined. The reported problem is confirmed.

Event description:
Philips received a complaint on the defibrillator indicating that the operation check failed. There was an error 7:34;10 pacer rfu: hp capacitor value low. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporter last name: (B)(6), reporting institution name: (B)(6), reporting address line 1: (B)(6), reporting address city: (B)(6), reporting address state: (B)(6), reporting address postal: (B)(6), reporting institution phone: (B)(6). A follow up report will be submitted upon completion of the investigation.